Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a battery longevity anomaly after implant. It was noted that the device had been improperly stored in cold temperatures. Another device which had also been improperly stored exhibited the same anomaly. The implanted device was removed and replaced with a device that had not been improperly stored. The procedure was completed without issue.